Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the ipg explant procedure on (related manufacturer reference number 1627487-2023-00161 and 1627487-2023-00162), the physician chose to explant part of a lead to stop the spread of infection. This report is to document the partially implanted lead.